Event description:
It was reported that while using the surgical fiber during a procedure, the "fiber tip broke and was unable to pass energy through fiber to break stone properly". The case was not completed because stone was not fully removed. Patient was stented and will be given an eswl at a later date. Patient outcome: "okay" reported.